Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, the physician performed a dnc (dilatation and curettage) and there was nothing unusual noted. During the procedure, there were no perforations observed or fluid loss alarms. One week post procedure, the pt exhibited symptoms of gas, bloating, and fever of 101 degrees and was then sent to a gastroenterologist. A CT scan revealed a 4cm pocket of fluid in the bowel which could have been an abscess, but this could not be confirmed. The pt was started on a cycle of flagel and leviquin. One week later, the "abscess" was down to 3cm and there were no signs of fever, pelvic pain and bowel was normal, but there were still symptoms of gas and bloating so the treatment of flagel and leviquin was continued. The gastroenterologist attributes the "abscess" as a "complication" from the ablation, although there is no particular basis for this statement. The pt's treatment remains "ongoing".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed.